Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device¿s programmed rate (pr) logic did not withhold what appeared to have been a sudden onset of a supra ventricular tachycardia (svt) episode. The device remains in use. No patient complications were reported as a result of this event.